Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2022 and suture was used. During the procedure, the pa stated she is losing confidence in the aggressiveness of the barbs on the suture vs. The competition. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: it was reported the lost of confidence in the aggressiveness of the barbs on the suture, could you please confirm if this case is reporting an issue of engagement in tissue? This is in reference to the pa noting a definitive change in the barbs in the suture in comparison to what she has used previously. Did the event occur during one or multiple patient procedures? This has taken place over multiple patient procedures. What is the total number of procedures? I do not have a definitive answer on the number of cases; however, this pa is typically in the or four days a week with 2-4 cases each day. Was there any adverse consequence associated with the patient? I have only been able to connect with one of the surgeon's whom she supports. That surgeon did not report any adverse consequences in any of his patients. Please provide the lot number: as a result of the time lapse in reporting, I do not have a lot number for the alleged problematic suture. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - stratafix¿. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 ¿g /m.